Event description:
In 2005, the pt was treated for an aneurismal right common iliac with a gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was deployed first, followed by deployment of a contralateral leg component. Post ballooning, it was discovered there was a distal type I endoleak and an aortic extender was deployed resolving the endoleak. In 2006, during a follow-up exam, a type I distal endoleak was evident in the same location of the leak from the initial procedure. Six days later, a contralateral leg component was implanted past the internal iliac and resolved the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Device remains functioning in pt. A review of the manufacturing paperwork is being conducted.